Manufacturer narrative:
One device was returned for repair with complaint of alarm 46446. Service history review identified this device has not been in for service in the previous 12 months. Visual/functional testing was performed. Reported problem could not be duplicated. Confirmed with event log history. The downstream occlusion (dso) seal showed minor bubbling and a little opened at air detector side. The air detector was loose. The probable cause of the reported problem was unknown. Fixed the air detector and replaced the dso sensor. Device passed functional testing post repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had gone into alarm 46446. There was unknown patient involvement, and unknown signs or symptoms experienced.